Event description:
It was reported to covidien in 2009 that a customer had an issue with a scd system. The customer reports that in use, compartment syndrome occurred. The patient was in dorsosacral position.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.